Manufacturer narrative:
Review and confirmation of mfg records were performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.

Event description:
Boston scientific crm received info that the product was cut and left in place due to pocket infection. There was no report of adverse pt effects due to the procedure.